Event description:
The camera wasn't functioning, so the employee disconnected and connected/ plugged it back in. After, the camera swung down and hit her on the back.

Manufacturer narrative:
Initial report ref natus complaint # (B)(4). Replacement nvarm2 shipped tp customer (B)(6) 2025 (B)(4). Defective part requested for return (B)(6). Defective part requested for return (B)(6). Defective part requested for return (B)(6). The customer never returned the defective part back; no investigation could be carried out. Risk management file review: doc-023354 rev b - risk analysis for nicview 2.0 hazard 6.7. Cause - arm assembly fails due to excessive static loads or wear and sags. Effect - system fall. Residual risk - moderate. Severity - 11. The hazards identified have been evaluated and found to be in compliance with a known standard. As noted in qms-000018 risk management system procedure (sensory), hazards that have been evaluated and found to be in compliance with known standards can be presumed to be consistent with an acceptable level of risk, yielding an acceptable risk / benefit to the patient or user. Risk outweighed by benefit of use of device.

Manufacturer narrative:
Initial report ref natus complaint # (B)(4). Replacement nvarm 2 shipped to customer 4 nov 2025 ((B)(4)) defective part requested for return.

Event description:
The camera wasn't functioning, so the employee disconnected and connected / plugged it back in. After, the camera swung down and hit her on the back.